Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that while the endotracheal tube was in use on a patient, the line of the pilot balloon was found torn. Reintubation was required. No patient harm occurred.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). A visual inspection was performed and it was observed the inflation line is cut and the pvt valve is detached from the tube, the edge in both ends on the inflation line is even, the failure mode inflation valve separation is confirmed. All manufacturing controls were found effective to detect the reported failure mode. The confirmed failure (inflation valve separation) would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process.